Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This patient was enrolled with a non dysplastic barrett's esophagus (1 cm). After a secondary focal ablation dysphagia to solid foods and occasional choking episodes was noted. Per the physician the severity of this event was mild and relationship of the event to the device procedure was possible and there was no device malfunction.